Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported tip break could not be confirmed; however, a bend in the nitinol tip was found. The reported difficult to advance could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the radial artery with mild calcification, moderate tortuosity and 75% stenosis. The command guide wire tip broke during entry into the sheath, and there was resistance with the sheath during advancement. The device remains in one piece. A new command guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, it was reported that the access site was the superficial femoral artery and one exchange occurred over the wire. No additional information was provided.

Event description:
It was reported that the procedure was to treat the radial artery with mild calcification, moderate tortuosity and 75% stenosis. The command guide wire tip broke during entry into the sheath, and there was resistance with the sheath during advancement. The device remains in one piece. A new command guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na